Event description:
The customer reported the system had a cine disk not available error and had a loss of cine function. There was no pat injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.